Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) was replaced to correct the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported an error resulting in the loss of a mode of mechanical ventilation. The clinician switched the patient to volume-controlled ventilation (vvc) mode to continue the case. There was no report of patient injury.